Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an anterior abnormal anterior wall motion was reported. A non-selective shot of the coronaries was made with a pigtail showing the left main was pinched due to either the native leaflet, which was previously healthy, or plaque. The patient was placed on bypass. A wire was placed down the left main and a stent was implanted. The anterior wall abnormality resolved and the patient was taken off bypass. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.